Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, but it was still attached, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found with a black wire sticking out. There was no problem with the operation of the instrument and the wire did not protrude much, so the surgery was performed without arm replacement. The procedure was completing as planned at the time of the report. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no damage visible on the conductor wire (black cable). There was no loss of cautery associated with the damaged cable. There were no signs of thermal damage at the site of insulation damage. The instrument did not collide with any other instrument or tool during the procedure. There were no problems removing the instrument through the cannula. The damage did not result in a fragment falling inside the patient¿s anatomy. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.